Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as itchy with a burning sensation and appears as a heat rash. The patient reported having a history of sensitive skin and to nickel. The patient reported she was allergic to the equipment. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient was remeasured and issued replacement garments. The patient's doctor advised to remove the device and use hydrocortisone cream on the area. The irritation improved.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as itchy with a burning sensation and appears as a heat rash. The patient reported having a history of sensitive skin and to nickel. The patient reported she was allergic to the equipment. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient was remeasured and issued replacement garments. The patient's doctor advised to remove the device and use hydrocortisone cream on the area. The irritation improved. Supplemental report 9/9/2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.